Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to inadequate stimulation and charging issues. The patient was doing well postoperatively. The explanted ipg was kept by the medical facility.